Event description:
Doctor implanted a reconstruction plate in the mandible in 2007, pt heard a pop and returned to doctor. Plate was broken, doctor removed broken plate and re-plated with new plate.

Manufacturer narrative:
Plate has not been returned; upon return, the plate will be forwarded to the MFR for evaluation.